Event description:
It was reported that stent damage occurred. It was noticed that a 16 x 3.50 promus premier stent was broken, had a defective sharp edge, and a bend on the wire. The stent was removed from the shelf and not used. No patient complications resulted in relation to this event.